Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported their stimulator worked good at first then suddenly they could not get it to work, it was not effective. Patient said they were supposed to call the technician but they never returned their calls so they gave up and it has been probably at least a year since they tried, they just received replacement equipment. Patient reported they have been going through 6 pads again. Clarification revealed pt's rechargeable ins died probably at least a year ago and due to external equipment issues, they have had no therapy effect since that time, they just received replacement equipment and turned therapy back on but it was too strong and they turned it back off. Caller and pt asked about the different programs and since therapy was now turned back on, which one they should be using. Reviewed therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, and interstim information. Redirected to their doctor. Worked with patient to synch their equipment and patient was successful to increase their stimulation to a comfortable setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.